Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Onset of adverse event: post implantation. It was reported that on (B) (6) 2009, the pt was implanted with a 3.5 x 28 mm xience v stent for treatment of instent restenosis of a non-abbott-bare metal stent. On (B) (6) 2010, the pt was admitted to the hospital experiencing chest pain, even at rest. A coronary angiography was performed and instent restenosis was noted which required medical intervention. The pt was discharged on (B) (6) 2010. Though requested no additional event or pt info is available.

Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU) and no fault risk assessment matrix (ram). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The IFU also states: when multiple drug eluting stents are required, only xience v everolimus eluting coronary stents must be used. Potential interaction with other drug eluting stents or coated stents have not been evaluated and should be avoided. In this case, it cannot be determined whether the IFU deviations contributed to the reported pt effects.